Event description:
Surgeon found black sticky residue on several of the masks inside the box. Per the surgeon, he found a mask like this last week and tossed the box but is now concerned because there is more than just minimal discoloration it has quite a bit more "it looks like mold but I'm not sure" and something clear and sticky on it. On one of the masks there are black spots and mucous looking residue and on another the black residue is less but appears to be coming from the inside pocket that encloses the metal bar that is used to pinch over the nose and hold the mask in place. The box nor the masks appear to have been contaminated with moisture or fluid.